Event description:
Date notified: (B)(4) 2011. A model 706 ventilator (s/n (B)(4)) failed to operate to specification. An inspection of the device revealed a defective printed circuit board. The printed circuit board was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.